Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent left resurfacing hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2011 due to instability.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Third party analysis was conducted and found the femoral side of the hip stem was in varus with evidence of instability (cortical hypertrophy and pedestal formation). A malpositioned hip stem will not affect cup position, but it will affect the biomechanics of the joint. The main effects are reduced offset and shortening. These conditions make it likely that there will be impingement, micro separation and subluxation of the bearing under normal loading conditions. All of these will cause abnormal loading and risk of excessive wear. The reported pseudo tumor is associated with suboptimal stem position and a loose cup. It is noted that the acetabular component appears to be suboptimal at revision, but as no initial x-rays are made available it is not possible to comment on the initial position. Insufficient data are available to render a cause of the reported instability. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA. Expiration date - unknown; device manufacture date - unknown.